Event description:
A report was received that the patient was experiencing discomfort at the pocket site. During charging the ipg would heat up and then shut off and patient could not get the ipg to fully charge. It was reported that the ipg migrated. The patient underwent a revision procedure wherein the pocket was moved and ipg was replaced per physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed that the maximum depletion is within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. During charging the ipg would heat up and then shut off and patient could not get the ipg to fully charge. It was reported that the ipg migrated. The patient underwent a revision procedure wherein the pocket was moved and ipg was replaced per physician's preference. The patient was doing well postoperatively.